Manufacturer narrative:
(B)(4). Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
The connector end of the endotracheal tube had stretched out and kept disconnecting from the ventilator, which caused a safety issue for the patient. A larger connector was tried, but the same disconnections continued to occur. The tube needed to be changed out. The tube was discarded. The patient has been discharged to an assisted living facility.